Event description:
At two days post-op implant of the device the pt presented with diminished vision and endophthalmitis. At 12 days post-op during removal of the device the pt experienced trauma to the iris and corneal edema resulting in subsequent hospitalization for futher treatment. Info received indicates that an insufficient incision size may have contributed to the iris trauma and corneal edema. Pt's prognosis unk.